Event description:
It was reported that during removal of the epidural catheter, it separated and a piece was retained. Since the pt was asymptomic, it was decided not to remove the small piece of catheter. There were no further complications.